Manufacturer narrative:
Device serial number requested but not provided. Manufacturer's investigation conclusion: the reported event of backup battery faults and no external power alarms were able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 30 days ((B)(6) 2023 per timestamp). Backup battery faults coincident with load test faults were active on (B)(6) 2023 at 11:08:07 ¿ (B)(6) 2023 at 14:16:50. The alarms did not clear in the log files. The cause of the alarms was unable to be determined. A no external power alarm was active on (B)(6) 2023 at 14:13:17 and cleared immediately after activating. The log file showed that both power cables were connected to power during the alarm. The backup battery was not shown to have activated due to both power cables being connected to power at the time of the event. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the serial number of the system controller, if the cause of the no external power alarm was identified, and if any additional alarms occurred; however, no response was received. The root cause of the reported events was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault, no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ states how to replace the system controller backup battery. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. Additionally, the heartmate ii instructions for use section 5 entitled ¿surgical procedures¿ states how to install the backup battery into the system controller. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced backup battery alarms. The patient's ebb was recently exchanged in (B)(6) 2022 due to it expiring. The light on the ebb was not on when the back of the system controller was opened. No damage to controller or power cables was noted. The ebb was reengaged and the alarms resolved. During interrogation, a no external power alarm was observed at 14:13 on (B)(6) 2023. During the time that the ebb was reengaged the patient was connected to the power module and battery. The log files confirmed the ebb fault between (B)(6) 2023. The log also confirmed the white patient cable and a battery were connected to the controller during the no external power alarm. The pump operated as intended.